Event description:
Pt had the line inserted in 2008; approximately 4 weeks later, the pt noted the dressing around the catheter site was wet. He contacted the hospital, which revealed the catheter exit site was dry and the leakage was coming from a small pinhole size area, approximately 1.5cm from the exit site. As the catheter was unable to be repaired, and the situation is considered as a surgical emergency, the pt was taken to the theatre and the catheter was removed by the cut down method. The pt later had to have a hemodialysis line inserted.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. However, we have notified the appropriate personnel and will continue to monitor this device.